Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. Error code displayed.

Event description:
The customer reported an error message displayed one time but the case was completed.